Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an issue with the remote manager. The field service engineer found that the refrigerator door handle magnet interfering with the remote manager operations causing the remote manager failure. The fse removed the from the refrigerator door mechanism to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had remote manager keeps failing. The customer stated that the remote manager keeps failing which is delaying patient care in dispensing the medications. There were no adverse events or injuries reported based on this event.